Event description:
Per philips clinical assessment, the reported death was related to the cook medical snare. There was no devices used in reported event. Philips (spectranetics) is not the manufacturer nor importer of the snare. The manufacturer of this device is cook medical. Please do not hesitate to reach out to us if we can assist you further. Respectfully submitted.